Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6) , and the suspected thrombus could not be conclusively established through this evaluation. Additionally, analysis of the log files provided by the account confirmed low flow hazard alarms; however, a specific cause could not conclusively be determined through this evaluation. The account submitted a log file for review. Analysis of the submitted log file revealed transient low flow hazard alarms were captured between (B)(6) 2021 and (B)(6) 2021 when the flow dropped below the 2.5 lpm threshold. The pump remained above the low-speed limit and appeared to be functioning as intended. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) . The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2016. The heartmate ii lvas IFU is currently available. Section of this IFU lists device thrombus as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Pump speed, power, flow, and pi are also addressed in section of this IFU. The low flow alarm is triggered when the flow is less than 2.5 lpm. The section entitled "alarms and troubleshooting" outlines all system controller alarms, as well as how to respond to each alarm condition. Section "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, addresses assessing pump flow, and outlines indications of thrombus and how to respond to such events. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a confirmed pump thrombus in their outflow graft by a computed tomography (CT) scan. The patient reported fatigue and being cold. The patient had their anticoagulation titrated up and down due to multiple procedures. As of (B)(6) 2021 the patient was on day 98 of hospital stay. Their pump parameters were changed, their flow decreased to 9200. Their log files were also submitted for review and it captured low flow alarms between (B)(6) 2021 through (B)(6) 2021. There were no other notable alarms within the log file. It was communicated that the patient would have their outflow graft stented on (B)(6) 2021 if their international normalized ratio (inr) was below 2. It was communicated on (B)(6) 2021 that the patient was brought to the cath lab for stenting the outflow graft. The patient was stable with improved left ventricular assist device (lvad) flows to 5 l.